Event description:
The device has been used with a known defective spherical joint in the applicator arm. The joint broke, the applicator fell down and the arm bounced up through the force of a gas pressure spring. A bystander was hit by the arm and received a laceration at the forehead. The wound has to be stitched.

Manufacturer narrative:
(1) the device has been used with a known defective spherical joint in the applicator arm. The joint broke, the applicator fell down and the arm bounced up through the force of a gas pressure spring. (2 ) a bystander was hit by the arm and received a laceration at the forehead. The wound has to be stitched. (3) a new arm which was already shipped to the hcp before the incident was installed. (4) the ball in the shperical joint showed signs of tear and wear. The customer noticed the damage and ordered a new applicator arm for replacement. The new arm has been delivered prior to the incident but was not installed. The damage in the spherical joint was most probably caused by moving the joint without opening the fixation lever. Further usage lead to a sudden fracture of the joint.